Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the staples were malformed during the procedure. The surgeon used hand-sewing to complete the procedure. The patient has (B)(6); the sample was discarded. There were no adverse consequences for the patient. (B)(6). The leak test was visually observed.